Event description:
A surgeon reported that the intraocular lens (iol) became stuck in the cartridge of the iol delivery system. The end of the cartridge ruptured in the wound. The rptr stated there was pt impact. The nature of the impact is not known. Additional info has been sought.